Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip of the single use mechanical lithotriptor broke while being inserted. The broken piece did not fall out of the device. The issue occurred in the middle of a therapeutic endoscopic retrograde cholangiopancreatography procedure. There was a 20 minute delay to the procedure, but the patient was not under general anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. H4 manufacturer date is confirmed to be june 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Investigation determine it was possible the user inserted the instrument at a sharp angle to the guidewire, then applied force greater than the resistance strength of the guidewire tip: this may have led to the reported breakage. However, based on the results of the investigation, and since the device was discarded by the customer and not returned for evaluation, the definitive root cause of the reported issue could not be determined. The instructions for use for this device includes a user warning: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.